Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 35 mg/dl. She treated with juice, peanut butter, and lunch. The patient stated that she has experienced low blood glucose values of 50 or lower on five different occasions. No insulin pump anomalies were noted during troubleshooting. The insulin pump was not returned for analysis.